Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that previous device diagnostic testing performed approximately 13 months earlier was within normal limits, indicating prior device function at that time. Treating physician indicated that she did not believe that the patient had ever felt device stimulation, but that he would cough slightly during stimulation cycles in the past. The patient's device was swiped with the magnet, after which no voice change was noted and the patient did not feel the magnet mode stimulation cycle. It was reported that the patient had not used his magnet for the past year because he does not experience an aura before a seizure and he has violent episodes with his seizures, so no one wants to get close to him to swipe his device with the magnet for him. Review of x-rays by treating physician did not reveal any obvious discontinuties in the vns therapy system. Lead break, generator/lead connection problem, or lead/nerve interface issue are possible causes of the high lead impedance test result. Physician has indicated that it would be up to the patient to decide whether he would like to undergo revision surgery. It was reported that the patient had not experienced any recent injury or trauma that may have damaged the vns therapy system. No serious injury was reported in conjunction with the high lead impedance condition. To date, the patient has not scheduled a surgical consult.